Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio-control advised the customer that their device is not field-serviceable and is no longer under warranty. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the device does not seem to be completing its boot up process. The device's display is blank and the lights that normally come on when the device is powered on were not lighting up. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.